Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Age or date of birth - ni, weight - ni, date of death - ni, date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6). Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, ¿acetabular uhmwpe survival and wear changes with different manufacturing techniques¿ which aimed to examine the clinical results following total hip arthroplasty involving uhmwpe (ultra high molecular weight polyethylene) wear and cup survival using arcom polyethylene liners and ringloc cups manufactured by biomet; and to investigate femoral head penetration and cup survival using the same cup system with different polyethylene resins, manufacturing and sterilization techniques. One hundred sixty patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that these patients died within a range of two to seventeen years post-operatively. There has been no further information provided.